Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer¿s experience multiple events of their blood glucose (bg) level was displayed as "high"; however, specific value was not provided, nor could the customer provide specific dates when the elevated bg¿s occurred. The customer addressed their elevated bg by a manual insulin injection. Reportedly, the customer continued to use the pump for insulin therapy.